Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was re admitted to the hospital after complaining of pain on the left side. Also twitching sensations and palpitations were noted by the patient a few days post implant. Upon further investigation it was suspected that the right ventricular (rv) lead had perforated the heart. A repositioning procedure took place and the rv lead was repositioned 3cm away from the original location with good parameters. No additional adverse patient effects were reported.